Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the during a photoslective vaporization of the prostrate procedure, the fiber tip blew off after 147,853 joules of fiber use. A second fiber was utilized to complete the procedure at 220,334 joules. There were no patient complications.